Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently was hospitalized to receive IV antibiotics for 6 days from (B)(6) 2024, till (B)(6) 2024. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of awareness is october 16, 2024; not october 23, 2024 as previously reported.